Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age - year of birth was reported as (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two prostar xl and the other perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two prostar xl device via 18fr sheath were attempted in the calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the needles of the first prostar xl device were retrieved the suture did not come out and remained in the metallic ring part. A second prostar xl device was attempted but only one suture could be retrieved. The artery tissue was damaged. The sutures of two proglide devices were placed successfully using the preclose technique; however, due to the tissue damage the closure was ineffective. The tavi procedure was completed. A surgical cut down and suturing of the artery was required to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.